Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that 33 months post implantation of two stents in overlapping technique for treatment of a stenosis in the distal 1/3 of the sfa of 160 mm length, one of the stents was found to be fractured. As reported, no difficulties occured during initial stent placement . The lesion had been pre-dilated with a 5 mm balloon. Both stents were post-dilated, first with a 5 mm balloon and then with a 6 mm balloon with good results. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the initial stent placement procedure as well as of the 12 and 24 months follow-up examinations were provided. The evaluation of the images revealed that two stents were placed in overlapping technique in the sfa. The images of the initial stent placement procedure do not show any irregularity or fracture of the stent. The images of the 12 and 24 months follow-up examinations are showing the stent in the distal position to be fractured in the proximal fourth, close to the overlapping zone. The fracture was identified as multiple tine fractures. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead or contribute to an irregular stent placement and subsequent stent fracture. In this case, no difficulties were experienced during stent release. Also an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, the stent was placed in overlapping technique and pre- and post-dilation was performed. Reportedly, a significant residual stenosis was present after pre-dilation. In addition, after post-dilation the vessel was reportedly larger than the native vessel . On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Also the IFU sufficiently describes the correct stent deployment procedure. The IFU further states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. If being performed, a balloon catheter that matches the size of the reference vessel but that is not larger than the stent diameter itself should be selected. Updated 'event description' due to receipt of additional information. Updated 'eval code & desc - conclusion due to completion of evaluation.

Event description:
It was reported that 33 months post implantation of two stents in overlapping technique for treatment of a severe stenosis in the right distal 1/3 of the sfa of 160 mm length, one of the stents was found to be fractured. The subject stent regarding this complaint is the stent in the distal position. As reported, no difficulties occured during initial stent placement. The lesion had been pre-dilated with a 5 mm balloon but a significant residual stenosis was present after pta. Both stents were post-dilated, first with a 5 mm balloon and then with a 6 mm balloon with good results. Reportedly, the vessel was larger than the native vessel after post-dilation. The procedure was finished successfully. After the procedure, the stenosis was completely resolved. No additional intervention was performed. There was no reported patient injury.